Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As reported, a patient went into a third-degree heart block during insertion of a swan ganz catheter. Prior to insertion of this catheter, the patient was hemodynamically unstable with ventricular tachycardia and hypotension that had not improved with administration of amiodarone and electric cardioversion. The catheter was removed and antiarrhythmic treatment was given, which stopped the event. The device was not returned for evaluation. The IFU states cardiac arrhythmias may occur during insertion, withdrawal, and repositioning, but are usually transient and self-limited. ECG monitoring and immediate availability of antiarrhythmic drugs and defibrillator equipment is recommended. Based on that, this case is not related to a device malfunction but an expected side effect of the use of a swan ganz catheter. Also, the patient's unstable status could have contributed to the worsening of the event. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since the device location is unknown. However, an engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when inserting to better monitor this patient with ventricular tachycardia, hypotensive and hemodynamically unstable that had not improved amiodarone and electric cardioversion, this swan ganz catheter caused 3 arrhythmias. The catheter was removed and antiarrhythmic treatment was given, which stopped the event. The device was not available for evaluation as the device location was unknown.